Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device remains implanted.

Event description:
Surgeon has reported patellofemoral noise with patient whom he implanted with triathlon ps.